Event description:
Cerebral palsy magazine; (consumer letter). It was reported that a few months following device implant, there was a separation of the catheter from the pump. The patient experienced swelling in that area due to baclofen leak.

Manufacturer narrative:
Cerebral palsy magazine; (letter from mother of a patient).